Manufacturer narrative:
(B)(4). X-rays were provided and reviewed by a hcp and identified significant narrowing of the lateral compartment, possibly related to metal wear. Metal on metal appearance of the lateral compartment as well as impaction type injury involving the lateral aspect of the tibial plateau, most consistent with fracture. The complaint was unable to be confirmed, as the revision or reason thereof, was not reported by the complainant. A DHR review was unable to be performed as the part and lot numbers were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: unknown femoral component, unknown bearing. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04582. 0001825034 - 2020 - 00750.

Event description:
It was reported that a patient had underwent an initial tka on an unknown date. Subsequently, the patient has been indicated for a revision due to unknown reasons. Attempts have been made and no further information has been provided.